Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the power control module and the system interconnect cable were defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 would not initialize and was not operational. There was no adverse pt involvement reported. There was no pt info reported.